Event description:
It was reported that the patients right atrial (ra) right atrial (ra) lead had dislodged and was exhibiting undersensing. The patients right ventricular (rv) right ventricular (rv) lead had also dislodged and was exhibiting undersensing and "low r-waves." A lead revision was completed and both the ra and rv remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.